Event description:
It was reported that a device fracture occurred. The target lesion was located in the left circumflex coronary artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the distal end of the catheter was kinked and could not cross the lesion. Yet, the hywa transition section of the guidezilla was fractured and the device could not be located from the angiography. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft separation which is indicative of torquing/twisting the device in one direction. The shaft was kinked at the distal end of the collar. At 8mm in length, distal from the collar, the shaft was flattened.

Event description:
It was reported that a device fracture occurred. The target lesion was located in the left circumflex coronary artery. A guidezilla ii catheter-guide extension was selected for use. During the procedure, it was noted that the distal end of the catheter was kinked and could not cross the lesion. Yet, the hywa transition section of the guidezilla was fractured and the device could not be located from the angiography. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.